Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system did not boot up. The fse found that there was no power to the application disk drive backplane of the x-ray-pc. The issue was solved by the fse who replaced the x-ray-pc. A backup was restored, and verification was completed. Part failure analysis confirmed that the disk drive bay was defective. After the x-ray-pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up successfully. The device was in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray pc which returned the device to use in good working order.